Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilation with a 3.0 x 12 mm emerge balloon catheter, a 4.00 x 12 synergy ii drug-eluting stent was advanced but was unable to cross the lesion. Subsequently, it was noted that the stent had dislodged in the aorta. The dislodged stent was then successfully retrieved with a snare and the procedure was completed using a different device. There were no patient complications reported.